Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not explanted.

Event description:
It was reported to nevro that a clinical trial patient developed infection at lead incision site. The patient was hospitalized and was given IV antibiotics. The patient was discharged and is recovering. Follow up report indicated that the physician plans to move forward with the permanent implant when the patient is completely recovered from the infection.